Event description:
It was reported that the patient's pump was empty as the cause of the spasticity and pump alarm. Actions that were taken due to the patient's pump alarm and increased spasticity was the patient being transferred to hospital where the hcp refilled the pump. The issue resolved at the time of this report and the patient has a follow-up with hcp in one week.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient representative and a healthcare provider regarding an implanted pump system for intractable spasticity. The pump was used to deliver unknown baclofen. Dose and concentration information was not reported. On (B)(6) 2023, it was reported that the patient was in the hospital due to covid, not related to their pump device or therapy. The patient's pump started alarming on (B)(6) 2023. The patient's legal guardian was not sure if it was a single-tone alarm or a dual-tone alarm, but thought it was a single-tone alarm. The reporter did not know what the timeline was for when the patient would be able to have the pump refilled. The patient representative asked how long the patient would have to wait for the pump to be refilled and was redirected back to the patient's healthcare provider (hcp). Additional information received on 2023-08-02 from a nurse practitioner (np) indicated the patient had recently moved into a facility for intellectual disabilities and it was unknown if the patient had switched pump-managing physicians. It was again reported that the patient's pump started alarming the previous week and that the patient then became hospitalized for unrelated covid but, at the time of this report, was complaining of increased muscle spasticity. Per the np, the patient's relative thought that the pump was not working anymore and wanted to get a manufacturer representative (rep) to interrogate the pump.